Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had been "jumping for a week" and it was questioned if their device gives a shock. The device remains in use. No patient complications have been reported as a result of this event.